Manufacturer narrative:
Citation: szczechowicz et al. Surgical options for aortic root replacement in destructive endocarditis. Braz j cardiovasc surg. 2020 jun 1;35(3):265-273. Doi: 10.21470/1678-9741-2020-0020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes after implantation of different full-root prostheses for d estructive aortic valve endocarditis. All data were collected from a single center between 1999 and 2018. The study population included 80 patients (predominantly male, median age 64 years), 53 of whom were implanted with medtronic freestyle stentless porcine xenograft (unique device identifier numbers not provided). Among all patients, 18 deaths occurred within 30 days of surgery. General causes of death included acute kidney injury, severe bleeding due to coagulopathy, and multi-organ failure. Eight of those 18 deaths occurred with freestyle patients; however, the causes of these deaths were not specified. Based on the available information medtronic product was not directly associated with the death(s). Among all freestyle patients, adverse events included: acute kidney injury, atrial fibrillation, revision due to bleeding, pericardial tamponade, stroke, respiratory failure, low output syndrome, and permanent pacemaker implant. Some of the patients required intervention or support in the form of mechanical ventilation, intensive care unit (ICU), or extended hospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.